Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: power on reset events were observed in the black box indicating the pump was turned off and back on again, either manually or otherwise. The pump was returned with moisture in the battery compartment. The leak test failed due to a crack in the battery compartment starting at the threads to the left side of the grip pad down to the seal. The battery cap was not returned so a test cap was used; it was able to fit and maintain an electrical connection. The test cap was tightened and then unscrewed ½ turn leading the pump to reboot. Thus, the power complaint was duplicated. The test cap was fastened and no further loss of power occurred during the 24-hour test. The pump was opened and no moisture was found inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.